Event description:
It was reported that the customer went to the emergency room due to high blood glucose levels and diabetic ketoacidosis. The blood glucose reading was in the 500 mg/dl range. The customer also noted that she had visited the intensive care unit about 2-3 weeks prior. She stated that she did not know if there had been any significant events leading to the hospital visit. She was not hospitalized, but she was treated and released from the emergency room. She confirmed that she had been wearing the insulin pump at the time of the event. She declined troubleshooting and advised that she would call back at a later time to troubleshoot the insulin pump for high blood glucose. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-38960.